Event description:
Patient's mother reported that the device would stimulate when the patient was near a strong magnetic field. The mother referenced wifi specifically. The patient¿s mother stated that the patient experienced a grand mal seizure requiring hospitalization after the device had gone off when the patient was reported to be near wifi. Wifi is not expected to interact with the device. No other relevant information has been received to date.